Manufacturer narrative:
(B)(4). Report source: (B)(4). Concomitant medical products: catalog number: 010000936 lot number: 3400994 brand name: g7 hi-wall e1 liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to due to pain, loosening and possible infection approximately 5 years post implantation. During the surgery the surgeon noted brown tissue which was sent for analysis resulting positive. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.